Event description:
During review of the in-house programming/diagnostic history database, it was observed that system diagnostics resulted in high impedance on (B)(6) 2012. No surgical intervention has been reported to have occurred to date. Previously on (B)(6) 2009, system diagnostics were within normal limits.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.